Manufacturer narrative:
It was claimed that pressure transducer test and flow transducer test failed during pre-use check. Moreover, the air was not supplied. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the reported issue may have underlying causes that may affect essential functions. There was no patient involvement. According to the information provided by the technician, the issue was resolved by third party company and no information about defective part was provided. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).